Event description:
Healthcare professional reported an unknown side infection (early onset), necrosis, exposure, and delayed healing. Device status unknown.

Manufacturer narrative:
Continued h.6. Health effect- clinical code: e1707. A review of the device history record has been completed. No deviations or non-conformities noted. The event of infection (early onset), necrosis, exposure, and delayed healing. Is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection (early onset), necrosis, exposure, and delayed healing.